Event description:
The complainant reported a patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Following insertion, the pump was pulled out accidentally by staff while removing drapes. A replacement pump was placed without complication.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.